Event description:
It is reported that the device was implanted in 2009, and that the surgeon was unable to seat the articular surface properly. For the surgeon to properly seat the surface they would cut the insert or use a hammer for an average result.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays were returned for review. Pt info such as height, weight, and pt activity is unk. Based on the available info a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.